Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure for hemostasis. According to the complainant, the gold probe device would not cauterize. The device was removed from the patient. A second gold probe device was used to complete the procedure, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.